Manufacturer narrative:
(B)(4). (B)(6). Lot 16h049 was manufactured august 26, 2016 ¿ august 29, 2016. The actual folfusor unit was received at the plant for analysis containing approximately 54ml of fluid in the bladder. Visual inspection on the unit via the naked eye shows no evidence of fluid coming out at the distal luer. Subsequent examination revealed the cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor housing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow event. The reporter states that the infusion stopped during delivery and the remaining volume is more than 50% of the initial volume. The device was filled with 96 ml of 5fu. There was no patient injury or medical intervention associated with this event. No additional information is available.